Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a blank display and a battery out limit alarm. It was noted that the insulin pump was not bumped or exposed to moisture. During troubleshooting, new battery was inserted and the display did not return. Customer's blood glucose reading at the time of the incident was 103 mg/dl. Insulin pump is being replaced.

Manufacturer narrative:
The insulin pump received with blank display due to corroded battery cap contact. The insulin pump was tested with a good battery cap. The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No blank display and no battery out limit alarm during testing. No damage found on the lcd isolation tape noted. No button keypad anomaly during test noted. Received with insulin pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.